Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Right heart failure, hepatic dysfunction and cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed include the patient's pre-existing dilated cardiomyopathy, medical management, progression of disease and patient comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient was re-admitted to hospital on (B)(6) 2016 with right heart failure and an elevated total bilirubin suggestive of hepatic dysfunction.  At the time of her admission, the patient was taking hydralazine, amiodarone, lovenox, digoxin, a loop diuretic and coumadin.  From the report, it appears that the patient did not require treatment for these events.  On (B)(6) 2016, the patient developed a sustained supraventricular arrhythmia that required drug treatment or cardioversion.  The patient appears to have been discharged at a later date.